Event description:
The patient experienced a dissection after treatment with the sapphire nc plus balloon. The dissection was resolved. The dissection event was a core lab finding after review of the images, which is the reason for the delayed notification. According to the physician, the dissection occurred after inflation of the balloon. There was no known malfunction with the balloon. The lot and catalog numbers are unknown. The size of the balloon was a 3.5x18. Since neither the involved devices and the image/cd of the procedure nor the detailed lot information of the product was provided for evaluation, the investigation was limited to recording and archiving complaint information. During the manufacturing processes each sapphire nc plus 3.5mm balloon catheter is inflated to its nominal pressure (12 atm) and rated burst pressure (22 atm) for checking the o.d. Dimensions prior to release. Orbusneich medical manufacturing processes include extensive testing and inspections to ensure each product meets all material, assembly, and performance specifications prior to release. After the analysis of complaint information, the complaint type is determined as clinical event. From analysis of the clinical information, the dissection occurred after inflation of the balloon. There was no known malfunction with the balloon. The coronary vessel dissection is a known potential complications and adverse effects per the product IFU. The complaint data of this product was reviewed and no similar complaint was received over past three years. Since the involved devices were not returned for analysis, the clinical situation could not be duplicated in our analysis lab, the root cause of this complaint could not be ascertained. This complaint has been shared with the manufacturing and engineering teams. We will keep the complaint on file for future statistical analysis and monitoring. No corrective action is required at this time. There is no evidence of a product malfunction, inadequacy in the IFU, or a manufacturing defect. The complaint and analysis will be included in the complaint data reviewed and monitored for this product.

Manufacturer narrative:
"This adverse event was reported in esg test system on 2023/04/18. Since we realize it is not correct to report it in the test system, we now take the corrective action to submit this report in the production system. This adverse event is an individual case and per our investigation, it is concluded that there is no evidence of a product malfunction, inadequacy in the IFU, or a manufacturing defect regarding this event. We have taken corrective and preventive actions in our company to correct the wrong reporting issue and prevent this issue from re-occurring in the future."